Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 6/6/2017 with the following findings: battery compartment cracked above and below. Grip pad. Display is dim and pink. No power on reset events. Time and date default was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. And cracked battery compartment. This report is made based on the results of an investigation completed on 06/06/2017.